Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2019 with the following findings: during investigation, the pump passed all required testing for battery life with no defects found. Black box download shows no evidence of short battery life. The black box download indicates the user installed a partially discharged battery on (B)(6)/2014. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.